Event description:
(B)(4). Device provided by insurer. Coil in left tube became crooked, coil in right tube migrated into the muscle of the uterine wall. Have to have traditional tubal and one coil was removed with tube, other coil remains in uterus and can only come out via hysterectomy.